Manufacturer narrative:
The pump passed all functional testing, including the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. The pump had cracked battery tube threads. The drive support was inspected and no anomaly was noted. The pump was tested with a liquid reservoir tube and no air bubbles anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they have had high blood glucose levels. The customer's blood glucose level was 224mg/dl. The customer's level at the time of incident was 300mg/dl. The customer states the pump was damaged. The drive support cap was noted to be protruded. The customer was advised the pump would be replaced and returned for inlays.